Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, catalog, primary UDI number). Upon review, the section d primary UDI, catalog, and serial number have now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was use related as the issue was resolved after adding sutures.

Event description:
An impella rp flex device was inserted via the left femoral vein in a 45-year-old female patient in the postoperative setting following cardiothoracic surgery, presenting in society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock. The patient¿s clinical condition prior to initiation of mechanical circulatory support was consistent with advanced cardiogenic shock. Following placement of the impella rp flex device, the patient was noted to have significant oozing from the left femoral venous access site. The event occurred in the setting of large-bore venous access and postoperative anticoagulation considerations. While in the intensive care unit, the managing physician placed additional sutures at the bedside, after which hemostasis was achieved. The reported access-site bleeding with successful hemostasis is consistent with known complications associated with large-bore femoral venous access and the anticoagulation requirements of mechanical circulatory support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B1 and h1: added death and death date based on new information. B5: added updated clinical review, h6: added codes f02 and f1903.

Event description:
An impella rp flex device was inserted via the left femoral vein in a 45-year-old female patient in the postoperative setting following cardiothoracic surgery, presenting in society for cardiovascular angiography and interventions (scai) stage e cardiogenic shock. The patient¿s clinical condition prior to initiation of mechanical circulatory support was consistent with advanced cardiogenic shock. Following placement of the impella rp flex device, the patient was noted to have significant oozing from the left femoral venous access site. The event occurred in the setting of large-bore venous access and postoperative anticoagulation considerations. While in the intensive care unit, the managing physician placed additional sutures at the bedside, after which hemostasis was achieved. The reported access-site bleeding with successful hemostasis is consistent with known complications associated with large-bore femoral venous access and the anticoagulation requirements of mechanical circulatory support. The patient subsequently expired. No additional clinical were provided. The death is being conservatively reported; however, based on the available information, the outcome is most likely attributable to the patient¿s underlying critical illness and advanced postoperative cardiogenic shock (scai stage e).